Event description:
The device reportedly delivered the primary and piggyback infusions at the same time. According to the user facility incident report, the pt was to receive 800cc via piggyback. When the pt was checked on, pt had labored breathing and the nurse found that fluid from the primary bag had also infused. The pt was administered oxygen by non-rebreather due to pulmonary edema.